Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was badly cracked around pole clamp and up the back and the right case was cracked by upper screw hole. A review of the event history log identified invalid syringe size in history. During functional testing the reported issue of invalid syringe size was found at syringe test. Where size pot connector plugged into was found broken off. The root cause of the issue was caused by the customer breaking the size pot connect on main board during disassembly or reassembly of the pump. Replaced main board and performed syringe test and all functional tests which passed.

Event description:
It was reported that the pump would not recognize the syringe. No patient injury was reported.